Event description:
User reported one event the phlebotomist had engaged the needle into the needle protection device, heard the "click" and then when picking up materials from ER bedside sustained a needle stick to palm. Treatment will be required.

Manufacturer narrative:
Results evaluation: the user facility did not retain the event sample. They did return six unused samples, from the same lot number, for investigation. Those six samples were visually and functionally tested and no malfunction was found. A review of the manufacturing records was performed and no problems during manufacture that would relate to this event. A review of the complaints database was performed and no other reports have been received on this device lot number. Review of the instructions for use reveals the following instructions: "ensure the needle is fully engaged in the protective sheath before disposal." "After use, place sharps in suitable sharps container. Dispose of contaminated product in a safe manner according to the centers for disease control and prevention, USA and federal/state/local regulations (epa, osha and health care facility guidelines or local equivalent)."